Event description:
A malfunction was reported with the pump, which displayed a code of malf 0 and was noted to be non-resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections as backup therapy, and arrangements were made for tandem technical support to replace the pump. The caller was also instructed on how to put the pump into storage mode before returning it, and understood the instructions.